Manufacturer narrative:
One ventilation unit was received for evaluation in relation to the reported event. Visual inspection of device found it to be externally in good condition. Functional testing of the device was unable to confirm or replicate the reported event. Root cause was unable to be determined as the reported event was not confirmed. The demand valve was replaced as a preventive maintenance. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that when in off demand state when connected to o2 source, the device was continuously leaking out of insp port until it was occluded. This was discovered during testing, and there was no patient involvement reported.